Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. Additional information was received that the device was replaced therefore h6 code f1905 was added.

Manufacturer narrative:
Upon review, it was identified that the is product problem (b1) was inadvertently omitted in error. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be most likely use related per clinical details that physician thought he had placed impella in papillary.

Event description:
An impella cp was placed via the femoral artery to support the 47 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the cp pump placement the patient had arrested. The cp was placed within the left ventricle, was turned on and the patient went into the arrhythmia of ventricular tachycardia/ventricular fibrillation. The physician had placed the pump within the papillary and did not known if the patient would be able to be maintained in normal sinus rhythm. The team made decision to explant the pump and replace the pump. The explant and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.